Event description:
The patient presented with signs of septic shock. These included fever and a urinary tract infection. Cultures were taken of the urine and the decubitus ulcers on their sacrum. The organism cultured is unknown. The patient did not have meningitis. The patient was hospitalized and treated with IV antibiotics. The infection resolved. The patient had risk factors of having decubitus ulcers, and urinary tract infections.